Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for haemarthrosis. Event is serious and is considered moderate. Event is not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2020, (left knee). Treatment: injected medication-adductor block to relieve pain; physical therapy.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-06251 is being retracted since it was reported in error. Additional information received confirms that the original adverse event was reported in error for this study subject.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Additional information received indicating that all confirms that the original clinical adverse event was reported in error for this study subject. The information applied to a different study subject, which is confirmed to have been addressed. There is no adverse event associated with this current complaint.